Event description:
A consumer reported that a protectiveclean 5100 charger caught on fire. No injury or property damage was reported.

Manufacturer narrative:
B3: the event date is approximate. Product was not returned to confirm a malfunction has occurred.